Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2173584. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was provided showing that blood had seep through the septum of the device. The issue has been confirmed. Many factors can contribute to this type of event, and the affected sample is often required to make a definitive identification of the cause. Unfortunately, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications and were free of leaks. Without the ability to investigate the affected unit, our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 4 bd pegasus¿ safety closed IV catheter systems experienced leakage at the adaptor septum. The following information was provided by the initial reporter, translated from chinese: during use, blood oozes when 4 needle cores are used continuously.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd pegasus¿ safety closed IV catheter systems experienced leakage at the adaptor septum. The following information was provided by the initial reporter, translated from chinese: during use, blood oozes when 4 needle cores are used continuously.